Event description:
The customer reported multiple occlusion alarms occurred. Although glucose levels trended upward due to the occlusion events, they did not exceed 500 mg/dl or cause the cgm to read "high." The customer resolved the issue by changing only the cartridge and resuming insulin.